Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported impedance anomaly could not be reproduced in the laboratory. The device was tested manually on the bench and using automated test equipment and impedance measurements were normal. X-ray inspection was performed on the device and did not reveal any anomalies. Pin gauges were used to measure each ot the header bores diameter. The bores were within spec, but neither the pin gauge nor a clinical lead would fully insert into the rv is-1 and lv is-1 bores. The pin gauge and is-1 connector did not insert beyond the connector block in all is-1 bores. The root cause of the high impedance could not be conclusively determined.

Event description:
It was reported that during implant the device indicated the lv lead impedance and threshold were not acceptable despite having good values on the competitors psa. It was discovered that the lead would not connect to the device so the device was replaced.